Manufacturer narrative:
(B)(4). Physio-control evaluated the device; however the reported failure could not be duplicated or verified. It was observed that a battery pin was bent. Physio replaced all four (4) battery pins as a precautionary measure and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not conclusively be determined.

Event description:
It was reported that the device powered off, by itself, after being powered on. This occurred multiple times. There was no patient use associated with the reported failure.